Manufacturer narrative:
There was no device returned for testing and investigation; therefore, the complaint could not be confirmed. A device history record (DHR) for lot 3481449 and all relevant subassembly lots, were reviewed and there were no non-conformances found. In the absence of testing and evaluating the involved device, the exact cause of the reported event is unknown.

Event description:
The event involved a customer report that when connected to the patient, a leak of fluid was noted on the pressure tubing connection of the male luer on the transducer side of the four way needless valve, closest to the patient. The event occurred in the operating theater. The device was replaced and no further problems encountered. There were no reported adverse events or delay in critical therapy and it was reported that the patient returned to baseline.